Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, the valve was implanted and during the removal of the delivery catheter system (dcs) from the left ventricle to the aorta, the nose cone was resting on the wall of the valve. The valve was pulled, causing it to dislodge. A second system was assembled, however prior to implanting the valve, a contrast image was performed and a dissection of the ascending aorta was noted. The second valve was not implanted. The patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed without success and the patient died. Additional information was received that a pre-implant balloon dilation was performed with a 22 x 40 balloon. A medtronic (confida) guidewire and right femoral access was used for the procedure. The valve was implanted into the native annulus using cusp overlap view. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was the dcs nose cone getting caught on the valve frame near the paddles. Additional information was received that according to the physician, the cause of the dissection was not known but it was likely due to the first dcs and the displaced valve. It was reported that the physician did not attribute the dissection to the second dcs because the aorta was already dissected when the second dcs was inserted.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implantation. Evidence suggests at least three deployment attempts and two recaptures due to suboptimal depth. Images of the valve depth during the third and final deployment attempt were added to this report which appeared to be approximately 3-4mm on the non-coronary cusp in the cusp overlap view and 8mm on the left coronary cusp in the left anterior oblique (lao) view. The valve was released and appeared stable. It was documented that during removal of the delivery catheter system, the nose cone interacted with the valve frame causing it to dislodge. Images of the dislodgement event were not captured. Of note, it is recommended to use caution while withdrawing the delivery catheter system to minimize interaction with the valve frame. A second valve was loaded and confirmed a good load. There is no evidence that a snare was used prior to attempting to advance the second valve. The subsequent angiogram reveals that the delivery catheter was advanced to the aortic annulus, and an aortic dissection was present. Advancing the second valve without a snare may have caused aortic root damage by repositioning the valve. As stated in the instructions for use (IFU): repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. It was reported that cardiopulmonary resuscitation was initiated and despite efforts, the patient died. Furthermore, potential risks associated with the implantation of the evolut pro+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; cardiovascular injury (including rupture, perforation, tissue erosion, or dissection of vessels, ascending aorta trauma, ventricle, myocardium, or valvular structures that may require intervention); death. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: a1, a4, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, the valve was implanted and during the removal of the delivery catheter system (dcs) from the left ventricle to the aorta, the nose cone was resting on the wall of the valve. The valve was pulled, causing it to dislodge. A second system was assembled, however prior to implanting the valve, a contrast image was performed and a dissection of the ascending aorta was noted. The second valve was not implanted. The patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed without success and the patient died. Additional information was received that a pre-implant balloon dilation was performed with a 22 x 40 balloon. A medtronic (confida) guidewire and right femoral access was used for the procedure. The valve was implanted into the native annulus using cusp overlap view. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. Per the physician, the cause of the dislodgement was the dcs nose cone getting caught on the valve frame near the paddles.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, the valve was implanted and during the removal of the delivery catheter system (dcs) from the left ventricle to the aorta, the nose cone was resting on the wall of the valve. The valve was pulled, causing it to dislodge. A second system was assembled, however prior to implanting the valve, a contrast image was performed and a dissection of the ascending aorta was noted. The second valve was not implanted. The patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed without success and the patient died.

Manufacturer narrative:
Continuation of d10: product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0012160491); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.